Event description:
Customer complaint reported as: "a failure in the catheter guide is reported as tamponade, since during the procedure it becomes clogged, preventing the needle outlet; the procedure is damaged and the entire catheter had to be removed from the patient's vein. Used a new catheter". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: "a failure in the catheter guide is reported as tamponade, since during the procedure it becomes clogged, preventing the needle outlet; the procedure is damaged and the entire catheter had to be removed from the patient's vein. Used a new catheter". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a valid lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.